Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), with the chronic implantable defibrillation lead, noise was observed on the rate/sense channel. Pacing impedance measurements greater than 2,000 ohms and loss of capture were also observed. The lead was reinserted into the device however loss of capture was still observed. Mineral oil was used to reinsert the lead a second time. All measurements were then acceptable and no further noise was observed. No adverse patient effects were reported.